Event description:
It was reported that the lead showed noise and an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - high resistance/impedance 2 - patient alerts for out of tolerance subthreshold lead impedance on (B)(6)-2012 at 03:00:06 and 15:00:06. Daily pace lead impedance trend data shows an abrupt increase for ventricular pace bi impedance = 418 to 4047 ohms range between (B)(6)-2012 and (B)(6)-2012. Sensing - interference/noise ventricular short interval count v-sic=177 counts, in 1.0 day, between (B)(6)-2012 16:06:00 and (B)(6)-2012 16:00:18. Sensing - oversensing 14 - ventricular nst<=210 ms on (B)(6)-2012 in the timeframe between 15:39:21 and 16:57:01. Std review - lead integrity alert triggered 1 - patient alert for lead failure predictor on (B)(6)-2012 14:42:26.